Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged during a routine scheduled clinic visit. Loss of capture was noted and a change in intrinsic r-wave measurements from 6 mv to less than 1 mv. The patient was asymptomatic. A revision procedure was performed were it was noted the rv dislodgement was dislodged due to twiddler's syndrome. Fluoroscopic views showed the lead svc coil pulled back into the device pocket. The lead was removed and a new rv lead was successfully implanted. No patient injury or complications were noted. The lead was discarded by the hospital staff.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.